Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert when not getting readings. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver download testing was performed and passed. Receiver functional test was performed and passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.